Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 490 mg/dl. The customer treated high blood glucose with manual injection and insulin pump bolus. The customer was offered to troubleshoot for the insulin pump related to the blood glucose. The customer declined to troubleshoot pump for the blood glucose. The insulin pump will not returned for analysis.